Event description:
The patient further stated that, after her replacement surgery on (B)(6) 2011, the patient went through horrible withdrawals in the hospital and at home. The patient stated she was 'sopping wet, freezing, tremoring, and had emotional mush for brains. The patient stated that she lost a lot of weight. It was noted that the patient's blood pressure was diastolically over 90 and 100. The patient stated that she hurt. A CT scan was performed in 'late (B)(6) or the first of (B)(6)' to image the patient's back, and the patient noted it was not done to image the device system. The patient again noted that she was discharged with a pump full of medicine, and 'it was not even turned on.' The patient noted that she was kept overnight and given oral 'dilaudid or whatever.' The patient stated that she was discharged from the hospital without any medications, and had no follow-up appointment for six days. She further stated that she went through horrible withdrawals because she wasn't getting the morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 863740, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type pump. (B)(4).

Event description:
It was reported, the catheter was dislodged; it had pulled out of the intrathecal space. The patient's pump was changed on (B)(6) 2011. The drug in the pump was morphine. The dose had been at 27 mg/day and was now at 3 mg/day. She wanted to have a medication increase as she wanted to go back to work and "needs more medication". It was indicated that the pump had improved the patient's quality of life. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model #: unk, lot# unk, implanted: unk, explanted: unk.

Event description:
Additional information: it was later reported that the pump was replaced with a hcp who 'inherited' the patient and they left the patient with no morphine for 6 days after replacement other than lortab and then finally upping the dosage to 5mg/day. The patient indicated they quit seeing the 'quack' in (B)(6) 2012. The patient indicated that they still had the original medicine from the pump placed in (B)(6) 2011. Per the patient, the hcp they were seeing told the patient that the only time a pump should be removed was when they were dead. The patient had told the hcp that they were in pain and had a blood pressure of 150/90-100 the hcp only had the patient at 5mg/day and wanted to order CT scans and nerve conduction test that the patient had to pay 20 percent of. The patient also reported that they had dismissed the doctor and heard a beeping last night (B)(6) 2012 but were uncertain if it was coming from the pump. The patient also reported a change in therapy effect; withdrawal, sweats and being without medication for 6 days. The patient indicated they were experiencing increase in pain, sweats, difficulty breathing and a 'mush brain'. The patient further reported that they were dissatisfied with their managing hcp; did not have confidence in their abilities and that the hcp frequently called other hcp's for answers to questions about managing patient's with pumps. The patient also indicated that the hcp had told them that they believed only cancer patients or those who are dying should have pumps. The patient later reported they had to part ways with their hcp on a mutual level; the patient never saw the hcp really and had no confidence in their previous hcp. The last doctor put the catheter in the epidural space and they went through withdrawal. The patient indicated that the alarm had started (B)(6) 2012 and had been going off since. The patient indicated that they would try to get oral medication and to have someone fill the pump with saline to keep the rotor in good condition.

Event description:
Additional information: it was reported that following pump implant in (B)(6) 2011, the pump was filled with medicine but was not "turned on". The patient was given dilauded overnight. The afternoon of the surgery a health care professional (hcp) saw the patient and as her if she was going through withdrawal. The patient had severe chills, profuse sweating, tremors, nausea and pain. The patient had never had withdrawal symptoms that she knew of. The patient continued to have these symptoms through the following morning. The patient was discharged later that morning with the pump still not turned on and was given lortabs and an antibiotic. The patient was to see the neurosurgeon 2 weeks later, and her pain management doctor 6 days later. The patient "went through horrible withdrawal to say the least". The day following discharge, the patient was directed to the emergency room (ER) and the ER doctor told her that she needed at CT scan of her abdomen. Dissatisfied with the care, the patient eventually "walked out" continuing to have the same symptoms.

Manufacturer narrative:
(B)(4).